Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("adjust belt" messages) has been confirmed. Upon investigation, the cable connecting ecgs c and d was pulled from the strain relief, damaging cable connector j704 on the distribution node pca. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was receiving "adjust belt" messages.